Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device's longevity had decreased from nine to seven years in a six month period. Boston scientific technical services reviewed the device data and confirmed such an increase in power consumption was due to the patient having numerous atrial arrhythmias which was causing the atrial rates to be faster than normal over the last six months. After such an explanation, no allegation of premature battery depletion was made by the field and no programming changes were made to the device. The device remains implanted and in service. No adverse patient effects were reported.